Event description:
According to the reporter, during laparoscopic sigmoid resection, the anvil was lost in the rectum after firing and opening the device after creating anastomosis. It was recovered with a clamp from the rectum. There was no injury caused to the patient and no medical intervention was required.